Manufacturer narrative:
Continuation of d10: product ID tm91scs2 (serial: (B)(6)); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt got a not found message while trying to connect to the mystim app. Pt stated that the green and blue light on the communicator would not stay on, but the green light flashed occasionally; agent reviewed information. Pt stated that they haven't tried to connect to the mystim app without the mdt rep's guidance. Agent had pt reset the communicator and the handset. Agent walked pt through how to connect to the mystim app; pt was able to connect and confirmed that they were in group c program 1 at 7.3 mah. Agent reviewed best practices. The troubleshooting steps that were taken on the call resolved the issue. Pt mentioned that the stimulation comes and goes and doesn't stay the same. At the time of the call, pt mentioned they don't feel any stimulation in their body, but they were having some discomfort in the upper part of their legs. Agent walked pt through changing groups and adjusting their settings however they were not comfortable to make some adjustments and said that they will just reach out to their rep for further assistance. Pt also mentioned that if they want to have their device checked they see the mdt rep because the doctor on file only implanted the device and couldn't do anything with it.

Event description:
Additional information was received from the patient stating they needed to increase the intensity of their therapy but didn't know how. Agent had pt access mystim but pt got service code 338. Agent instructed pt to turn off the wireless recharger and placed the device back to the docking station. Pt did a close all and access again the mystim and was routed to setup link; pt entered the serial number manually got not found; pt turned on the communicator; pt confirmed they got a steady green light. Pt tapped retry and they got connected, therapy was on and in group c. Agent provided instructions how to increase intensity. Pt confirmed they're able to increase. Agent provided information on how to use the external devices and application to pt. Steps taken during the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a72400, product type software. Product ID tm91scs2, serial# (B)(6), product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they replaced the communicator and changed the program to group b, program 1.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt) who reported the stimulation coming and going is referring to the pain they get in the morning and when they begin to move around the pain gets less. They reported the cause of this is unknown. They reported they changed the stimulation but the issue is not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.